Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs). It was reported that there was a power on reset (por). The rep needed the serial number of the patient's ins to clear the por with the physician programmer. It was noted that troubleshooting resolved the issue. No symptoms were reported. Additional information has been requested regarding potential causes, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the por was due to a normal battery depletion. They were not aware of the code that appeared. It was stated that the por was only noticed on the clinician programmer. The patient was not able to use the stimulation for 1 month.